Event description:
Due to discoloration in the device's tubing, the customer reports device is suspected of bacterial contamination.

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to cardioquip epidemiology for investigation due to suspected bacterial contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water pathway replacement. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the repair via email on 3/23/2023. There has been no response to this recommendation as of the date of this report.

Event description:
Due to discoloration in the device's tubing, the customer reports device is suspected of bacterial contamination.